Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and was hospitalized and had to discontinue therapy while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection and was hospitalized and had to discontinue therapy. The patient's blood pressure was not under control and they had problems with their access/catheter. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was referring to in the survey response and if the hospitalization was related to the infection or pd therapy. The details of the hospitalization are unknown. The patient stated there were issues with the access/catheter (not a fresenius product) suggesting that could be a cause of the infection and hospitalization. Additionally, it is unknown if the patient was utilizing fresenius products when the reported infection occurred. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The patient also documented that their blood pressure (bp) was not under control. The survey response does not specify what issue they had with bp, any cardiovascular comorbidities, or prescribed medications. Bp issues are common in dialysis patients and often uncontrolled. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.